Event description:
The hospital reported that two heartstring iii seals failed. The hospital has not provided any additional information. We are following up with the customer for additional details of the event, including the event date, lot number, details of the failure, and how the procedure was completed. No pt injury was reported.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received or if additional information becomes available. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).